Event description:
When the surgeon extracted femoral head using femoral extractor, they were detached. After that the surgeon took the x-rays and he found broken piece of femoral extractor in the patient body. The surgeon was able to retrieve it.

Manufacturer narrative:
On 15 november 2016, the manufacturer provided the final investigation report, with the following conclusions: analysis: the first turn of the helix is broken. In addition, the lower half of the helix has a slight bend. A hardness test with the hardness tester computest (pm-nr.: 2909) showed a proper hardness value of 49,2hrc (ref=46hrc - 54 hrc according article drawing). The product shows clearly visible dents and material damage in the area of the helix, which resemble the usage of a forceps jaw. The silicon handle shows pressure points and a crack on the middle point of the top. A backtracking of the lot-number showed that the instrument was sold to the customer on the (B)(6) 2015. An operation report and associate x-rays were requested, but not available. Result: the dents and material damage of the helix could be explained by using an adjuvant (forceps). The pressure points and the crack on the handle implied the use of an adjuvant (hammer) too. In consideration of the bent, to about half of the helix must be assumed that the helix was not screwed in sufficiently. An intern testing with an identical item, using a cow femur bone showed no signs of damage to the instrument, during a simulated application. Based on the given information and the known surgical techniques, it is not understandable, where the broken piece of the helix, after removing of the femoral head, could be remained in the body or been removed from. In view of the analysis and the information available to the course of events, the following scenario is assumed: probably, the instrument was introduced by using a hammer into the bone, which damaged the helix tip. For this reason and in connection with the bending of the helix, the helix tip was canted in the bone. In order to get the instrument out of the bone again, the user moved the instrument with the help of a forceps and with great force back and forth, which caused the damage of the helix tip. Manufacturing process review: (B)(4) items manufactured on 10 march 2015. (B)(4) items were released, no pieces discarded. No other cases have been reported on the same batch. No anomalies found during the manufacturing process.

Manufacturer narrative:
On (B)(4) 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: we can see that the tip of the threaded part is broken. Root cause: we suppose that the instrument has not been used in the correct way. In fact the intended purpose is to screw all the threaded part inside the resected femoral head before proceed to extract it. The fact that only the tip portion of thread is broken should means that the surgeon has extracted the femoral head without engaging all the thread inside the bone. Additional information received on 12 october 2016 and includes: the surgeon commented that any foreign body did not remain in the patient body after the surgery. On (B)(4) 2016 the supplier of the instrument involved in the complaint provided an investigation report of the case, with the following conclusion: analysis: the first turn of the helix is broken. In addition, the lower half of the helix has a slight bend. A hardness test with the hardness tester computest showed a proper hardness value of 49,2hrc (ref=46hrc - 54 hrc according article drawing). The product shows clearly visible dents and material damage in the area of the helix, which resemble the usage of a forceps jaw. The silicon handle shows pressure points and a crack on the middle point of the top. Result: the dents and material damage of the helix could be explained by using an adjuvant (forceps). The pressure points and the crack on the handle implied the use of an adjuvant (hammer) too. In consideration of the bent, to about half of the helix must be assumed that the helix was not screwed in sufficiently. An intern testing with an identical item, using a cow femur bone showed no signs of damage to the instrument, during a simulated application. Probably, the instrument was introduced by using a hammer into the bone, which damaged the helix tip. For this reason and in connection with the bending of the helix, the helix tip was canted in the bone. In order to get the instrument out of the bone again, the user moved the instrument with the help of a forceps and with great force back and forth, which caused the damage of the helix tip.